Manufacturer narrative:
(B)(4). The customer reported that they will not repair this ventilator, and instead, use it as a trade-in for a new ventilator.

Event description:
It was reported that, the ventilator graphic user interface (gui) generated a "gui inop" alarm. It is unknown if there was patient involvement.